Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user inadvertently filled ilet cartridges with toujeo, a long-acting insulin, instead of the prescribed rapid-acting novolog, and experienced elevated blood glucose; the healthcare provider requested a factory reset and the device was subsequently reset and set up, with education that the system would relearn. Symptoms included hyperglycemia with a reported peak of 240 mg/dl over approximately three days, without alerts over 300 mg/dl for over 90 minutes, without ketone testing, and without medical intervention or assistance. Outcomes included no hospitalization, no acute complications, and resolution following device reset and return to therapy with novolog. Investigation included customer service review, consultation with the provider, and execution of a factory reset with user education. Investigation of this case revealed user insulin selection/use error as the probable contributor to hyperglycemia, with the device functioning as designed after reset. It was concluded, based on previously established findings for similar reports, that the cause was use error with unknown contribution from other factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.